Event description:
The customer received a blood glucose reading of 35mg/dl on the contour. She was shaking and took a glucose tablet. Customer was advised to return the strips for evaluation. A new meter and strips were sent to her.